Event description:
It was reported that implants were removed for suspected infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: rejuvenate modular neck, cat #nls-300000b, lot #35368001; description: trident psl with purefix ha 46mm, cat #542-11-46d, lot #34081102; description: trident 0 deg x3 insert 32mm, cat #623-00-32d, lot #mkjmv4; description: delta v-40 ceramic head 32/0, cat #6570-0-132, lot #36132401; description: 6.5 cancellous bone screw 30mm, cat #2030-6530-1, lot #mkhr88. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.